Event description:
(B)(4). Device provided by insurer. Severe lower back and hip pain, headaches, excessive bleeding, mood swings, fatigue, and abdominal pain. I've had several MRI's and x-rays showing no other cause for the pain in my back and hip. I went to the ER thinking I had kidney stones I had such severe pain in my abdomen. They could not explain the cause of the pain as I did not have kidney stones. I can only now contribute it to the essure implant.